Event description:
It was reported that a user experienced hypoglycemia while using the ilet system with a continuous glucose monitor (cgm), after ingesting a protein shake in anticipation of a low and then announcing a meal, which led to subsequent corrections and variable glucose readings between fingerstick and cgm; oral glucose tablets were taken and multiple calibrations were performed, which were accepted, with subsequent readings aligning within acceptable variance. Symptoms included shakiness, confusion/ disorientation, hypoglycemia, and hyperglycemia ranging from 40 mg/dl to 245 mg/dl. Outcomes included transient hyperglycemia following treatment and monitoring without the need for medical intervention or hospitalization. Investigation included review of device performance through calibration checks, comparison of cgm and fingerstick values, and user education on appropriate hypoglycemia treatment practices. Investigation of this case revealed inconsistent fingerstick readings early in the event, improving cgm accuracy post-calibration, and user behavior that likely contributed to the low and subsequent elevation. It was concluded that the event was consistent with user overtreatment and timing of intake relative to the system¿s dosing, with the device functioning as expected after calibration.